Manufacturer narrative:
Evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. An evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: (B)(6) 2016 through (B)(6) 2019. Manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of (B)(4) complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complain.

Event description:
Event verbatim [preferred term] burns [thermal burn] , has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts/diagnosed with eczema caused by chemical reaction [eczema] , moves around when she sleeps and touches her lower back and all over [device use error] , diagnosed with eczema caused by chemical reaction [allergy to chemicals] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 71-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. Concomitant medication was none. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy in 2019. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the back wrap she was using was causing a rash. Now she had a back rash that she had for weeks, but did not know this would happen. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. As of (B)(6) 2019, the patient stated she had used this product in the past without complaint. However, the last batch she used caused burns and a rash that was very persistent. The patient was diagnosed with eczema caused by chemical reaction on an unknown date. The physician reported that he/she did not see this patient for this problem on (B)(6) 2019. The action taken in response to the events for thermacare heatwrap was permanently discontinued in (B)(6) 2019. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and hydrocortisone (cortisone) cream. The patient also received methylprednisolone 4 mg dosapak 21 and triamcinolone 0.1% cream for itchy rash. The outcome of the events was unknown. According to product quality complaint, evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. According to product quality complaint for class/subclass: external cause investigation/adverse event safety request for investigation, an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: (B)(6) 2016 through (B)(6) 2019. Manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of (B)(4) complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A review of the 36 month trend chart shows a spike in (B)(6) 2019 and (B)(6) 2019. The majority of the complaints by description have a severity ranking of s1 per hazard analysis, thermacare heat wrap product: 8 and 12hr. Management has been notified of this issue and steps are being taken to stop the issuance of a qaef for such complaints. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. According to product quality complaint for sub-class: adverse event/ serious/ unknown: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2016 through (B)(6) 2019 manufacturing site: pfizer (B)(4)/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown. The citi customizable search returned a total of 10 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown. Based on this citi customizable search for the subclass did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment ae serious unknown lbh (B)(6) 2016 to (B)(6) 2019. This investigation was conducted for an unknown lot number of lbh 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25may2019): new information received from a product quality complaint included: investigation results. Follow-up (30may2019): new information received from a product quality complaint included: past drug history and new event (burns). Follow-up (24jul2019): new information received from a product quality complaint included: investigation results. Follow up (31jul2019): this is a follow-up report from the product quality complaint group includes investigational results and medwatch report type (product problem) added. Follow- up (28aug2019): new information received from a contactable consumer included: suspect product data (stop date, action taken), deny of concomitant medication, event details (onset date, treatment received) and new events (diagnosed with eczema caused by chemical reaction). Follow-up (08oct2019): new information reported from a contactable physician includes that the physician did not see the patient for this problem and the date. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information the events thermal burn, eczema and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Event allergy to chemicals is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information the events thermal burn, eczema and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Event allergy to chemicals is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken.

Event description:
Event verbatim [preferred term] has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts [rash pruritic] , moves around when she sleeps and touches her lower back and all over [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 71-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy. She put powder and cortisone cream on it. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the product could cause a rash. The phone call she received indicated the back wrap she was using was causing a rash and to call this number. Now she had a back rash that she had had for weeks, but did not know this would happen. She was calling because she was hoping we could recommend what cream or something to use since this was happening. She wanted some cream to make the itching go away. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. She was not calling to make a report or make a big fuss about things. She stated again the rash was very itchy and it hurt. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and cortisone cream. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaint, evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. Follow-up (25may2019): new information received from a product quality complaint included: investigation results. Company clinical evaluation comment: based on the available information the events "rash all over her back, almost like little pimples, some of them open up, rash was very itchy and it hurt" and device use error as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information the events "rash all over her back, almost like little pimples, some of them open up, rash was very itchy and it hurt" and device use error as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns [thermal burn] , has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts [rash pruritic] , moves around when she sleeps and touches her lower back and all over [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 71-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy. She put powder and cortisone cream on it. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the product could cause a rash. The phone call she received indicated the back wrap she was using was causing a rash and to call this number. Now she had a back rash that she had had for weeks, but did not know this would happen. She was calling because she was hoping we could recommend what cream or something to use since this was happening. She wanted some cream to make the itching go away. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. She was not calling to make a report or make a big fuss about things. She stated again the rash was very itchy and it hurt. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and cortisone cream. As of 30may2019, the patient stated she had used this product in the past without complaint. However, the last batch she used caused burns and a rash that was very persistent. She might choose to secure legal advice rather than deal with bureaucracy in the future. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaint, evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken.follow-up (25may2019): new information received from a product quality complaint included: investigation results.follow-up (30may2019): new information received from a product quality complaint included: past drug history and new event (burns).company clinical evaluation comment:based on the available information the events thermal burn, rash pruritic and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information the events thermal burn, rash pruritic and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken.

Manufacturer narrative:
Evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. An evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019 manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of (B)(4) complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A review of the 36 month trend chart shows a spike in apr2019 and may2019. The majority of the complaints by description have a severity ranking of s1 per prt# hazard analysis, thermacare heat wrap product: 8 and 12hr. Management has been notified of this issue and steps are being taken to stop the issuance of a qaef for such complaints. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request fori nvestigation for lbh products, refer to the attached trend chart for may2016 - may2019. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 29apr2016 through 29apr2019 manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown the citi customizable search returned a total of 10 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown. Based on this citi customizable search for the subclass of adverse event/serious/unknown for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment ae serious unknown lbh 29apr2016 to 29apr2019. This investigation was conducted for an unknown lot number of lbh 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Burns [thermal burn], has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts/diagnosed with eczema caused by chemical reaction [eczema], moves around when she sleeps and touches her lower back and all over [device use error], diagnosed with eczema caused by chemical reaction [allergy to chemicals]. Narrative: this is a spontaneous report from a contactable consumer reported for herself. A 71-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. Concomitant medication was none. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy in 2019. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the back wrap she was using was causing a rash. Now she had a back rash that she had for weeks, but did not know this would happen. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. As of (B)(6) 2019, the patient stated she had used this product in the past without complaint. However, the last batch she used caused burns and a rash that was very persistent. The patient was diagnosed with eczema caused by chemical reaction on an unknown date. The physician reported that he/she did not see this patient for this problem on (B)(6) 2019. The action taken in response to the events for thermacare heatwrap was permanently discontinued in (B)(6) 2019. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and hydrocortisone (cortisone) cream. The patient also received methylprednisolone 4 mg dosapak 21 and triamcinolone 0.1% cream for itchy rash. The outcome of the events was unknown. According to product quality complaint, evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. According to product quality complaint for class/subclass: external cause investigation/adverse event safety request for investigation, an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019. Manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of (B)(4) complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A review of the 36 month trend chart shows a spike in apr2019 and may2019. The majority of the complaints by description have a severity ranking of s1 per hazard analysis, thermacare heat wrap product: 8 and 12hr. Management has been notified of this issue and steps are being taken to stop the issuance of a qaef for such complaints. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. According to product quality complaint for sub-class: adverse event/ serious/ unknown: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 29apr2016 through 29apr2019, manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown. The citi customizable search returned a total of 10 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown. Based on this citi customizable search for the subclass did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment ae serious unknown lbh 29apr2016 to 29apr2019. This investigation was conducted for an unknown lot number of lbh 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm was s3. Follow-up (25may2019): new information received from a product quality complaint included: investigation results. Follow-up (30may2019): new information received from a product quality complaint included: past drug history and new event (burns). Follow-up (24jul2019): new information received from a product quality complaint included: investigation results. Follow up (31jul2019): this is a follow-up report from the product quality complaint group includes investigational results and medwatch report type (product problem) added. Follow- up (28aug2019): new information received from a contactable consumer included: suspect product data (stop date, action taken), deny of concomitant medication, event details (onset date, treatment received) and new events (diagnosed with eczema caused by chemical reaction). Follow-up (08oct2019): new information reported from a contactable physician includes that the physician did not see the patient for this problem and the date. Follow-up attempts are completed. No further information is expected. Follow-up (24aug2020): this is a follow-up report from the product quality complaint group included: severity of harm was s3. Device available for evaluation was updated from no to blank, malfunction was updated to blank. Follow-up attempts are completed. No further information is expected., comment: based on the available information the events thermal burn, eczema and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Event allergy to chemicals is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. An evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019 manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of 544 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complain.

Event description:
Event verbatim [preferred term] burns [thermal burn] , has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts [rash pruritic] , moves around when she sleeps and touches her lower back and all over [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 71-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy. She put powder and cortisone cream on it. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the product could cause a rash. The phone call she received indicated the back wrap she was using was causing a rash and to call this number. Now she had a back rash that she had had for weeks, but did not know this would happen. She was calling because she was hoping we could recommend what cream or something to use since this was happening. She wanted some cream to make the itching go away. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. She was not calling to make a report or make a big fuss about things. She stated again the rash was very itchy and it hurt. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and cortisone cream. As of (B)(6) 2019, the patient stated she had used this product in the past without complaint. However, the last batch she used caused burns and a rash that was very persistent. She might choose to secure legal advice rather than deal with bureaucracy in the future. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaint, evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. According to product quality complaint for class/subclass: external cause investigation/adverse event safety request for investigation, an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019 manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of 544 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A review of the 36 month trend chart shows a spike in apr2019 and may2019. The majority of the complaints by description have a severity ranking of s1 per prt# hazard analysis, thermacare heat wrap product: 8 and 12hr. Management has been notified of this issue and steps are being taken to stop the issuance of a qaef for such complaints. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request fori nvestigation for lbh products. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. According to product quality complaint for sub-class: adverse event/ serious/ unknown: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 29apr2016 through 29apr2019 manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown the citi customizable search returned a total of 10 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown. Based on this citi customizable search for the subclass of adverse event/serious/unknown for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product. This investigation was conducted for an unknown lot number of lbh 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25may2019): new information received from a product quality complaint included: investigation results. Follow-up (30may2019): new information received from a product quality complaint included: past drug history and new event (burns). Follow-up (24jul2019): new information received from a product quality complaint included: investigation results. Follow up (31jul2019): this is a follow-up report from the product quality complaint group includes investigational results and medwatch report type (product problem) added. Company clinical evaluation comment: based on the available information the events thermal burn, rash pruritic and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information the events thermal burn, rash pruritic and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. , an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019 manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of 544 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint.

Event description:
Event verbatim [preferred term] burns [thermal burn] , has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts [rash pruritic] , moves around when she sleeps and touches her lower back and all over [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 71-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy. She put powder and cortisone cream on it. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the product could cause a rash. The phone call she received indicated the back wrap she was using was causing a rash and to call this number. Now she had a back rash that she had had for weeks, but did not know this would happen. She was calling because she was hoping we could recommend what cream or something to use since this was happening. She wanted some cream to make the itching go away. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. She was not calling to make a report or make a big fuss about things. She stated again the rash was very itchy and it hurt. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and cortisone cream. As of 30may2019, the patient stated she had used this product in the past without complaint. However, the last batch she used caused burns and a rash that was very persistent. She might choose to secure legal advice rather than deal with bureaucracy in the future. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaint, evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. According to product quality complaint for class/subclass: external cause investigation/adverse event safety request for investigation, an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019 manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of 544 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A review of the 36 month trend chart shows a spike in apr2019 and may2019. The majority of the complaints by description have a severity ranking of s1 per prt# hazard analysis, thermacare heat wrap product: 8 and 12hr. Management has been notified of this issue and steps are being taken to stop the issuance of a qaef for such complaints. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request fori nvestigation for lbh products, refer to the attached trend chart for may2016 - may2019. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25may2019): new information received from a product quality complaint included: investigation results. Follow-up (30may2019): new information received from a product quality complaint included: past drug history and new event (burns). Follow-up (24jul2019): new information received from a product quality complaint included: investigation results. Company clinical evaluation comment: based on the available information the events thermal burn, rash pruritic and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information the events thermal burn, rash pruritic and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. An evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019 manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of 544 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complain.

Event description:
Event verbatim [preferred term] burns [thermal burn] , has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts/diagonsed with eczema caused by chemical reaction [eczema] , moves around when she sleeps and touches her lower back and all over [device use error] , diagonsed with eczema caused by chemical reaction [allergy to chemicals] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 71-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to may2019 at unknown frequency for an unspecified indication. The patient medical history was not reported. Concomitant medication was none. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy in 2019. She put powder and cortisone cream on it. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the product could cause a rash. The phone call she received indicated the back wrap she was using was causing a rash and to call this number. Now she had a back rash that she had had for weeks, but did not know this would happen. She was calling because she was hoping we could recommend what cream or something to use since this was happening. She wanted some cream to make the itching go away. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. She was not calling to make a report or make a big fuss about things. She stated again the rash was very itchy and it hurt. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and cortisone cream. As of 30may2019, the patient stated she had used this product in the past without complaint. However, the last batch she used caused burns and a rash that was very persistent. She might choose to secure legal advice rather than deal with bureaucracy in the future. The patient was diagnosed with eczema caused by chemical reaction. The action taken in response to the events for thermacare heatwrap was permanently discontinued. Treatment received for itchy rash included methylprednisolone 4 mg dosapak 21 and triamcinolone 0.1% cream. The outcome of the events was unknown. According to product quality complaint, evaluation of complaints related to non- defect subclass: thermacare heat wraps are premium topical heat therapy products. Heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (place) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document there is to summarize customer compalaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non- defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect; this document will be attached to the complaint record I and closed with no further action taken. According to product quality complaint for class/subclass: external cause investigation/adverse event safety request for investigation, an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: site notification date: 01may2016 through 31may2019 manufacturing site: pfizer "site name"/complaint class: external cause investigation /complaint sub class: adverse event safety request. The citi search returned a total of 544 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A review of the 36 month trend chart shows a spike in apr2019 and may2019. The majority of the complaints by description have a severity ranking of s1 per prt# hazard analysis, thermacare heat wrap product: 8 and 12hr. Management has been notified of this issue and steps are being taken to stop the issuance of a qaef for such complaints. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request fori nvestigation for lbh products, refer to the attached trend chart for may2016 - may2019. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. According to product quality complaint for sub-class: adverse event/ serious/ unknown: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 29apr2016 through 29apr2019 manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown the citi customizable search returned a total of 10 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown. Based on this citi customizable search for the subclass of adverse event/serious/unknown for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment ae serious unknown lbh 29apr2016 to 29apr2019. This investigation was conducted for an unknown lot number of lbh 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25may2019): new information received from a product quality complaint included: investigation results. Follow-up (30may2019): new information received from a product quality complaint included: past drug history and new event (burns). Follow-up (24jul2019): new information received from a product quality complaint included: investigation results. Follow up (31jul2019): this is a follow-up report from the product quality complaint group includes investigational results and medwatch report type (product problem) added. Follow- up (28aug2019): new information received from a contactable consumer included: suspect product data (stop date, action taken), deny of concomitant medication, event details (onset date, treatment received) and new events (diagnosed with eczema caused by chemical reaction). Company clinical evaluation comment: based on the available information the events thermal burn, eczema and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Event allergy to chemicals is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information the events thermal burn, eczema and device use error as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Event allergy to chemicals is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Has a rash on her back, leg and hip. Is very itchy/got a rash all over her back for three weeks, it is very itchy/the rash is very itchy and it hurts [rash pruritic], moves around when she sleeps and touches her lower back and all over [device use error]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6)-years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that she just got home from a trip and got the message. She was calling about thermacare lower back therapy that she used all of the time and has had a problem for 3 weeks. She had a rash on her back, leg and hip. It was very itchy. She put powder and cortisone cream on it. Product moved around when she slept and touched her lower back and all over. She just got a call from the store she purchased from (company name) indicated the product could cause a rash. The phone call she received indicated the back wrap she was using was causing a rash and to call this number. Now she had a back rash that she had for weeks, but did not know this would happen. She was calling because she was hoping we could recommend what cream or something to use since this was happening. She wanted some cream to make the itching go away. She did not go to the doctor or anything. She was very disappointed. She used this product and got a rash all over her back for three weeks, it was very itchy, almost like little pimples. It was like some of them open up and they hurt and itch. This was never going to happen again. She was not calling to make a report or make a big fuss about things. She stated again the rash was very itchy and it hurt. Therapeutic measures taken as a result of rash, itchy, almost like little pimples and it hurt included powder and cortisone cream. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information the events "rash all over her back, almost like little pimples, some of them open up, rash was very itchy and it hurt" and device use error as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the available information the events "rash all over her back, almost like little pimples, some of them open up, rash was very itchy and it hurt" and device use error as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.